Event description:
Patient presented to the physician with migration of the ipg within the pocket, resulting in a burning sensation. Physician brought the patient into the or, removed the ipg and sensing lead, implanted a newer ipg model, which does not require a sensing lead, sutured, and closed.